Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequent information was received that this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead showed an increase in pacing thresholds the lead was unsuccessfully repositioned as the helix could not be extended. Thirty turns were attempted. All measurements appeared normal. The device right atrial port was plugged and this rv lead was attached to the device but the values for pacing thresholds appeared the same. The lead remained implanted. No additional adverse patient effects were reported.